Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all signals and results were within expected ranges. The investigation was limited as no sample material was available for further analysis. Confirmatory testing, as recommended in the method sheet, was not performed because the patient sample was depleted. The root cause of the observed repeatedly reactive results could not be definitively determined. False reactive results may occur due to cross-reactivity between sample components and assay reagents, as described in the method sheet.

Event description:
The initial reporter alleged repeatedly reactive results for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. On (B)(6) 2025, the initial result was 1596 coi (reactive), with subresults of ahiv 0.101 coi and hivag 1596 coi. A first rerun yielded 1656 coi (reactive), with subresults of ahiv 0.0969 coi and hivag 1656 coi. A second rerun yielded 1752 coi (reactive), with subresults of ahiv 0.0919 coi and hivag 1752 coi. Additional testing was performed using the abbott hiv assay. The first result was 0.06 index (non-reactive), and the second result was 0.04 index (non-reactive). Confirmatory testing was not performed as the patient sample was used up.